Event description:
It was reported that during implant placement, the implant and mount disengaged while trying to insert the last 2mm of the implant. The procedure was completed and there were no postoperative problems.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number is unknown. Manufacturing date of device is unknown. Device is unknown and not returning.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The unknown biomet mount was not returned. No visual evaluation was performed since the mount was not returned. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth 25 (fdi) and was used for approximately 1 month. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet mount) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable since, the mount was not returned, and the implant could not be functionally tested. H3 other text : product not returned.